Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use, when removing the protective sheath from a 4.0 x 185 mm xience alpine stent delivery system, the stent dislodged. The device was not used. There was no reported resistance removing the protective sheath. The procedure was completed by deployment of a 4.0 x 15 mm xience alpine stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.